Manufacturer narrative:
Per (B)(4) combined report. The explanted device was not available for examination, however, the device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records were manufactured, sterilised and packaged in accordance with the correct specifications at the time of manufacture. The sterilisation method and sterile barrier system used to package trinity devices has a long history of safe and effective use at corin and infection is a known complication with any hip surgery. Therefore, corin now considers this case closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the ceramic head and a liner after 6 days due to infection. The revised liner was a non-corin device.